Event description:
Additional review indicated that this is reportable. It was reported that the patient was experiencing underdose with the following symptoms: spasticity, uncomfortable, spasms, pain in her upper right chest and back and burning sensation around pump. The patient went to two ER for help. There was no alarming from pump, and the family suspected that the catheter was leaking. The letter from the physician indicated that the event was unknown and no illness apparent with phone conversations. Lioresal was delivered in the pump.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n166065013, implanted: (B)(6) 2008, product type catheter. (B)(4).